Manufacturer narrative:
Based on the claim against the product by the customer noting that the fenestrated bipolar forceps (fbf) instrument sparked, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fbf instrument was analyzed and found to fail the energy delivery test. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grips were manually manipulated, and the instrument passed the electric continuity test on six out of six attempts. The instrument delivered intermitted energy on five out of five attempts. The instrument sometimes did not deliver energy at all until the grips were repositioned. There were signs of potential arcing. The probable root cause of this failure was not determined. The instrument was transferred to advanced failure analysis engineer for further analysis. The complaint regarding the reported issue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged that the fenestrated bipolar forceps instrument sparked when it was being used. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted radical with lymphadenectomy prostatectomy surgical procedure, the fenestrated bipolar forceps (fbf) instrument sparked. The customer used a backup fbf instrument to continue with the procedure. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Additional analysis was performed on the fenestrated bipolar forceps instrument by an advanced failure analysis engineer. Initial findings were partially confirmed. The instrument was placed on an in-house system. Energy delivery was performed and passed consistently at various grip orientations. The instrument also passed continuity test consistently. There appeared to be no energy delivery issues with the instrument. It was confirmed that there was thermal damage on the bipolar yaw pulley at the base of the grips, which is related to the reported complaint.